Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported device fragmentation could not be conclusively determined.

Event description:
During a procedure, the sheath became kinked and detached upon removal from the patient with the distal end remaining in the left femoral vein. After the sheath was placed in the left femoral vein, a catheter was inserted that would not advance. Fluoroscopy revealed the kink and upon removal of the sheath the proximal portion became detached while the distal portion remained in the left femoral vein. Surgical intervention was required to remove the fragmented sheath. There were no adverse consequences to the patient.